Event description:
A patient reported a headache, secondary to cerebrospinal fluid leak, noted to be possibly related to the procedure. The symptoms occurred three days post scs permanent procedure. The patient was prescribed medication for the pain and epidural blood patch attended. The patient was reviewed by a neurologist, and noted to be resolved on (B)(6) 2022.